Event description:
It was reported a patient's right ventricular (rv) lead presented with high defibrillation impedance and under-sensing. The atrial lead was also noted to have under-sensing. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Medwatch report number: mw5146442.